Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer sates foot section lowers on it's own and will not stay elevated. MDR filed.